Manufacturer narrative:
The download data shows an 0x6a alarm indicating an occlusion during runtime. Pulse width increase was observed at the end of the run but no timeouts or drive stall. The device was received in the deployed state. The external soft cannula was found to be cut off. The soft cannula therefore measured shorter than expected 22.8 mm in length, due to the damage to the soft cannula. However, the exact cause and timing of this event could not be determined. The observed damage did not contribute to the reported event. The exact cause of the reported skin swelling could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 280 mg/dl (15.6 mmol/l) while wearing the pod on the arm for 56 hours. The reporter stated the pod started to continuously beep. Upon removal of the pod, the infusion site was noted to be a little swollen. As treatment a new pod was applied. The device evaluation found a damaged cannula.